Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the endoprosthesis is intended to be used in patients who have a proximal aortic neck angulation = 60°.

Event description:
The following was reported to gore: on (B)(6) 2018, the patient presented with an abdominal aortic saccular aneurysm that was intended to be treated with gore® excluder® aaa endoprostheses. It was mentioned that the patient had a neck length of almost 15mm and an 81 degree angulated aortic neck. It was stated that the trunk- ipsilateral leg endoprosthesis was deployed at the intended location. After cannulation of the contralateral gate, it was realized that the device moved distally. To achieve proximal seal it was unsuccessfully tried to place a proximal extension with a cordis incraft cuff. It was reported that both devices moved back approx. 2cm into the aneurysmal sack and that it was therefore necessary to convert the patient to open surgery. The patient tolerated the procedure.

Manufacturer narrative:
Pre-implant cta images, dated (B)(6) 2018, were provided to gore for investigation. The evaluation showed the following results: - there appears to be approx. 13 mm of aortic neck length from the left main renal artery (lra). - the aortic diameters just distal to the left lra to measure approx. 18 mm. - the aortic diameters approx. 5 mm distal to the lra measure approx. 21 mm. - the aortic diameters approx. 10 mm distal to the lra measure approx. 19 mm. - the aortic diameters approx. 15 mm distal to the left main renal measure approx. 70 mm. - the proximal neck angle appears to measure > 60 degrees.